Event description:
On (B)(6) 2011, dr (B)(6) did a cervical fusion on my neck for 1 severe ruptured disc. He placed a medtronic mastergraft matrix bonegraft in my neck. Ever since then I've had nothing but problems. I now have bladder and bowel incontinence; I've failed 2 oxygen tests; I have nerve damages now; I have more bulging discs in my neck and I'm still in constant pain. I'm damaged from the medtronic. I feel I'm entitled to compensation and I also feel that you all need to be aware of this matter.